Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open. A technical support specialist (tss) remoted into cabinet and drawers were populating and confirmed with the customer that the drawer lid opened but the cubie lid failed to open. Then tss guided customer to knock on the latch and hit retry but still failed. Then opened tester application, released cubie and replaced but still failed. The tss confirmed defect and required the cubie replacement. Later the customer called and informed that the station was stuck on blue screen and required password. So, the tss remoted in and restarted all in one (aio), launched cubex and the user was able to log in. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.